Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05946. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a reservoir was attached to a drain. The anti-reflux valve became loose from the reservoir, which made it possible for secretions to reflux into the patient's inner abdominal cavity. Another like device was used with no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.